Event description:
It was reported that the patient's device was "dead" and needed to be replaced. It was stated that the patient had not kept up with recharging. It was noted that the device was "implanted deep, but it was the patient's fault for not keeping up recharging." It was later reported that the battery was replaced due to the third overdischarge. It was stated that the overdischarge was due to the patient and family non-compliance. The patient was reportedly "doing well" after replacement and was able to receive help recharging the device on a regular basis. It was noted that the patient was receiving therapy. A supplemental report will be sent if any additional information is received.

Manufacturer narrative:
Concomitant medical products: product ID 39565-65, serial# (B)(4), implanted: (B)(6) 2010. Product type: lead: product ID 37752, serial# (B)(4). Product type: recharger: product ID 37743, serial# (B)(4). Product type: programmer, patient: product ID 3708160, serial# (B)(4), implanted: (B)(6) 2011. Product type: extension: product ID 3708160, serial# (B)(4), implanted: (B)(6) 2011. Product type: extension. (B)(4).